Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a missing sensor wire on (B)(6) 2013. Patient states she did not see the sensor wire when she removed the sensor and that the wire is not in her body. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.